Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports thursday a week ago it their blood glucose was high before bed and blood glucose was 195mg/dl. Customer took a unit at 3am and when she woke up it was 42mg/dl. Customer treated with half a cup of milk ¿ 8th of a bite of glucose tab. This morning blood glucose was 160 at 7:41am. Was having issues with lows in the night. Patient's blood glucose value at time of incident was 145 mg/dl. Patient's current blood glucose value was160 mg/dl. Customer reports they feel okay to troubleshoot. Customer stated that the drive support cap appears normal (slightly indented). Customer found no air or kinks. Insulin pump will not be returned for analysis.